Manufacturer narrative:
The calibration and qc data were requested but not provided. The cause of the event could not be determined due to missing information.

Event description:
The initial reporter received questionable elecsys tsh ver. 2 assay results from one patient sample tested on the cobas e411 disk with serial number (B)(4) and another laboratory's cobas 6000 with an unknown model and serial number. The initial result was reported outside of the laboratory. The patient sample was sent out to another laboratory that uses an abbott analyzer and a cobas 6000. Refer to the attachment for the highlighted questionable results. The reagent lot number and the expiration date of the tsh reagent used at the other laboratory's site were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.